Manufacturer narrative:
Correction: components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The mega suturecut needle driver instrument was analyzed, and fa was able to reproduce and confirm the reported complaint. The instrument was found to have both grips broken and completely detached from its base. The broken pieces were not returned with the instrument. Components adjacent to this broken grip show damage which may indicate potential mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, a mega suturecut needle driver instrument was being prepared for sterilization when it was noted the cable was out of the pulley. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the site to confirm that the instrument was not inspected prior to use. The broken wire was silver. There was no sign of thermal damage or arcing. The issue was found during the sterile process, so no fragment fell into the patient.